Event description:
It was reported that during a routine follow up this right ventricular (rv) lead was found to exhibit a rise in pacing thresholds and pacing impedances. A lead revision procedure was performed, this rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. This rv lead was capped.